Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified that the stent had detached from the balloon and was not returned for analysis. There was clear evidence of stent crimp on the balloon material. There were no signs of any positive pressure having been applied to the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right femoral artery utilizing a contralateral approach. The 50% stenosed target lesion was located in the moderately calcified and moderately tortuous left common iliac artery (cia). A non bsc introducer sheath was placed and an unspecified guide wire were advanced. A 8.0x30x75cm express¿ ld vascular stent was selected and advanced to treat the target lesion. During the procedure, it was noted that the stent was detached and lodged in the left cia. Physician moved the dislodged stent from left cia to right cia. A 4mm sterling balloon catheter was used to dilate the detached stent and was implanted in the right cia. A 8.0mmx30mm non bsc stent was implanted in left cia and the procedure was completed. No further patient complications were reported and the patient¿s status was good.

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right femoral artery utilizing a contralateral approach. The 50% stenosed target lesion was located in the moderately calcified and moderately tortuous left common iliac artery (cia). A non bsc introducer sheath was placed and an unspecified guide wire were advanced. A 8.0x30x75cm express¿ ld vascular stent was selected and advanced to treat the target lesion. During the procedure, it was noted that the stent was detached and lodged in the left cia. Physician moved the dislodged stent from left cia to right cia. A 4mm sterling balloon catheter was used to dilate the detached stent and was implanted in the right cia. A 8.0mmx30mm non bsc stent was implanted in left cia and the procedure was completed. No further patient complications were reported and the patient¿s status was good.